Manufacturer narrative:
This valve was replaced valve-in-valve and remains implanted in the patient. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately four years, two months post implant of this bioprosthetic mitral valve in the pulmonary position in a pediatric patient, this valve was replaced, valve-in-valve, by a transcatheter pulmonary valve due to valvular regurgitation and stenosis. No adverse patient effects were reported.

Manufacturer narrative:
Event description updated to show the length of implant duration was four years, ten days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.